Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿separate hernia sacs that were excised and required extensive lysis of adhesions¿to reflect the omentum off of the mesh.¿ it was reported that the patient underwent drainage of a large abdominal wall hematoma on (B)(6) 2016. No additional information is provided.